Manufacturer narrative:
The device was not in clinical use. No patient or user harm was reported. The customer replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. A supplemental report will be submitted if new information is received.

Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 17dec2020.

Event description:
The customer reported the touchscreen does not work so they are unable to change settings. It is unknown if there's patient involvement.the customer spoke with the remote service engineer (rse) and confirmed the touchscreen was unable to calibrate. The rse provided the customer with the part number to order a new touchscreen.